Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button did due to corroded keypad trace. No button error alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error during bolus programming. Customer's blood glucose was 86 mg/dl. The customer stated the device was not dropped or bumped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.